Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. The product was not returned to depuy synthes, however x-ray were provided for review. The x-ray attached was reviewed, however reported devices were not observed. Therefore, the investigation could not draw any conclusions about the reported devices due to the insufficient evidence provided. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the photographs attached are insufficient to draw a conclusion about the reported event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review : a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a tibial nailing surgery for an adolescent patient on (B)(6) 2024, upon drilling for proximal locking screw on static hole, the drill hitting the metal and not aligning with nail screw holes. They then retightened the connecting screw, adjusted the position of the patient¿s leg, and tried not to put pressure on inserter and aiming arm, but still they struggled to drill through the holes. Surgeons then tried to push the drill, then it went through. Same thing happened when drilling for the second screw in dynamic hole, drill went through with putting pressure. They disconnected the inserter from the nail but when they did check for lateral x-ray, the 2 proximal screws completely missed the nail screw holes. Surgeons later on managed to finish the case by drilling screw holes directly without using the aiming device. There was a delay of 1.5 hours, and the surgery was completed successfully. The patient was discharged 2-3 days post-surgery. This report is for a connecting screw/ cannulated long this is report 2 of 3 for (B)(4). .

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.